Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1700 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "loose cap. Hemograds (serum tube) opened itself after the customer closed the hemogard."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Extra lubricant on the stoppers could be a contributor for the stopper creepout / loose cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1700 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "loose cap. Hemograds (serum tube) opened itself after the customer closed the hemogard."